Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, a roller pump belt slip occurred. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field service rep (fsr). The user facility's biomedical engineer (biomed) is repairing. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.